Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the patient experienced ¿hard [painful] nodules in the lips¿ after a patient was injected in the lips and marionette lines with one syringe of juvéderm vollure¿ xc. Treatment is noted as ¿ceftriaxone 1 gram¿ and ¿dexamethasone 10mg." It was also noted ¿patient was treated with ¿rooster comb injection¿ for arthritis in their knee 1-2 weeks prior to these nodules forming.¿ event is ongoing at this time.